Manufacturer narrative:
Combination product: yes. The returned instrument was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation of the returned device revealed that the hypotube has fractured about 17 cm distal to the distal end of the kink protector. Several kinks were observed along both sides of the fracture site. The cross-section of the hypotube at the fracture sites is no longer circular but compressed into an ellipse and the polymer coating is plastically deformed. The findings indicate that the hypotube most probably fractured as a result of significant bending outside of the patients body. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations, no manufacturing or material related root cause could be determined. The root cause for the complaint event is most likely related to the handling of the device.

Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro drug-eluting stent system was selected for treatment of a pre-dilated lesion. When introducing the device into the body, the back end of the shaft bent. Resistance was felt when the device was advanced deeper into the vessel. By pushing harder, the kink got worse. While removing the stent system from the guide, the back end of the shaft broke apart.